Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer cubie was failed to close. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 23-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer and cubie was failed to close. A field service engineer (fse) investigated the issue with drawer not appearing on the bus and identified a loose connection as the root cause. All connections to drawer 1.2 were reseated and securely reconnected. The system was then rebooted and tested, confirming that the drawer was successfully recognized and functioning as expected. The system functioned as intended after the field service engineer repaired the device.